Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to observations high impedances and thresholds due to a lead fracture. No adverse patient effects were reported.